Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device blade stopped rotating after about 20 minutes. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-04017, medwatch 2210968-2012-04018, and medwatch 2210968-2012-04019. The same patient is represented in each medwatch.